Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to blank display anomaly. Insulin pump had cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window. Disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer reported that her pump broke and does not turn on. The customer reported that she went to check blood glucose, had to bolus took it off waist, as soon as pressed the button to start bolus the screen went blank. The customer reported that the pump was cracked near the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.